Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not working was not confirmed as the device operated within specifications. However, during evaluation, it was determined that the upper trigger was sticking and the device emitted an unusual sound. It was determined that this was due component damage from normal use and service over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was not working. During in-house engineering evaluation, it was observed that the device upper trigger was sticking and the device emitted an unusual sound. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.